Manufacturer narrative:
The customer reported that the central nurse's station (cns) had a frozen, blue screen after reboot. It was initially rebooted due to a frozen screen. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Both hard drives were replaced. The device was tested per the operator's service manual. The device completed 24 hours of extended testing and operates to the manufacturer's specifications. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) had a frozen, blue screen after reboot. It was initially rebooted due to a frozen screen.